Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced headaches and withdrawal. A catheter dislodgement was discovered three weeks after implant. The dislodgment (catheter came out of intrathecal space) was confirmed. The revision was being done the date of this report. The pump was used to deliver saline. The outcome of the event was not known.